Event description:
The manufacturer received information alleging a noise occurred during use on patient. There was no harm or injury reported. During the evaluation of the unit the complaint of a noise was observed, therefore the blower was replaced. In addition, during the operational check, the lcd screen remained pitch dark, so the lcd screen was replaced. The detachable battery was observed at 69%, so it was replaced. There was no recorded error that showed abnormality in the device.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a noise occurred during use on patient. There was no harm or injury reported. During the evaluation of the unit the complaint of a noise was observed, therefore the blower was replaced. In addition, during the operational check, the lcd screen remained pitch dark, so the lcd screen was replaced. The detachable battery was observed at 69%, so it was replaced. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.